Event description:
Olympus became aware that during an unspecified therapeutic procedure, the laser fiber snapped, smoked and sparked near the plastic during an evaluation. The intended procedure was completed with a different laser fiber. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
The device was disposed at the customer site and no device will be returned. No further details regarding the customer reported event was provided or obtained. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The device history record (DHR) was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, a probable cause includes the user mis-handling the laser fiber. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3011050570.

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is (B)(4).